Event description:
During a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured. The lesion being treated was located in the left circumflex coronary artery. The maverick2 monorail balloon was being used to predilate the lesion for stent placement. While assessing the effectiveness of the predilatation attempt, the physician noticed that the distal marker bands remained inside of the pt's body. The maverick2 monorail balloon catheter was removed and upon examining the balloon discovered that the tip and part of the balloon material was also missing. It was presumed to have been torn on the calcified lesion. The procedure was not completed as the physician was not able to dilate the lesion to stent it. The marker bands remain inside the pt. Pt status is reported as 'stable'. Additional info has been requested regarding this event.